Manufacturer narrative:
G2: country of event - japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: initial reporter is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty (bkp) therapy for primary osteoporosis and compression fracture. It was reported that during the procedure, the bone cement became hard prematurely in about two minutes, which limited the amount that could be filled into the bone filler device and resulted in the cement being unsuitable for patient injection. Although the cement was stored under recommended conditions and mixed according to guidelines, its condition prior to injection was deemed inappropriate. Additionally, bone filler device and mixer were used during the procedure also became unusable and required replacement. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the mixer and bfd had no malfunctions; rather, the mixer and bfd became unusable because the cement had hardened.